Manufacturer narrative:
Other products involved in this event: serial #: (B)(4)- battery / catalog number 1650 / expiration date: 01/31/2018. Di #: (B)(4). Concomitant medical products: yes, 08/09/2017. Device evaluated by MFR: yes. Device manufacture date: 01/10/2017. Labeled for single use: no. (B)(4). Serial #: (B)(4)- battery / catalog number 1650 / expiration date: 01/31/2018. Di #: (B)(4). Concomitant medical products: yes, 08/09/2017. Device evaluated by MFR: yes. Device manufacture date: 01/05/2017. Labeled for single use: no. (B)(4). It was reported that power port 1 of the controller was loose as well as experiencing power switching events. The controller and two batteries were returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the controller failed functional testing due to a loose power port 1 connector but passed functional testing, as per the batteries, both passed visual testing but failed functional testing due to being out of calibration due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4). The most likely root cause of the power switching can be attributed to communication errors between the controller and the un-calibrated batteries. The most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The manufacturer has opened an internal investigation under z-1751-2015 to evaluate (power switching). The manufacturer has opened an investigation with the supplier under z-1538-2017 to evaluate the (loose connector). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
**Other products involved in this event: (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2018. (B)(6). Device available for evaluation: yes, 08/09/2017. Device evaluated by manufacturer: no,/ device evaluation anticipated, but not yet begun. Device manufacture date: 01/10/2017. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2018. (B)(6). Device available for evaluation: yes, 08/09/2017. Device evaluated by manufacturer: no,/ device evaluation anticipated, but not yet begun. Device manufacture date: 01/10/2017. Labeled for single use: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was switching power sources when the patient had fully charged batteries. The patient went to change the batteries, and lost all power to the controller. The log files indicated that the inappropriate power switching was always occurring from port two of the controller. The patient pulled the batteries from use during this incident, and it was noted that when they placed both batteries on the charger, the charger displayed flashing red lights. The patient was advised to come into the clinic. The ventricular assist device (vad) coordinator in the clinic replaced the patient's controller and two batteries. It was noted that the event resulted in user annoyance, however no patient complications have been reported as a result of this event.